Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died in their home. Torsade de pointes was determined to be the cause of death. The device was interrogated post mortem and there appeared to be ventricular fibrillation (vf) events prior to the time the patient was discovered unresponsive. The patient family was concerned that there may have been a device failure leading to the patient death. No additional information was available.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.